Event description:
It was reported that the guide was in place and when an attempt was made to remove the powersail over the guide wire, some resistance was felt. It was stated that the guide wire had not been sufficiently wiped with saline, so the powersail was pulled back from the guide wire revealing the tip of the balloon catheter to be detached. The tip and the guide wire were discarded.